Manufacturer narrative:
Concomitant medical product: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient will have a lead revision due to lead migration. X-rays were taken of the leads to determine migration, but the date is unknown. The patient will be having a revision on (B)(6) 2019. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead, product ID 977a160, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lead migration was not determined. The current plan is to replace the leads at the revision. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Coding applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the reps. They reported the entire system was explanted (instead of a lead revision) on (B)(6) 2019 due to a suspected infection and/or poor wound healing the explanted devices will be returned for analysis. No further complications were reported or anticipated.